Event description:
It was reported that during a low anterior bowel resection procedure, there were no staples present when the device was fired. The case was completed by over sewing with sutures. No patient consequence.